Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging an "error 5" issue with a one touch ultramini meter. The medical surveillance specialist (mss) spoke to the patient on (B) (6), 2010, and was able to obtain/verify information. The patient tests her blood glucose 1-2 times a day. She typically tests before and/or after dinner. The patient manages her diabetes with unspecified pills and also sliding-scale lantus insulin based on her meter readings. The patient indicated that the alleged issue started on an unspecified date/time in the middle of (B) (6) 2010. A week later, the patient claimed that she developed symptoms of dehydration. During the time of concern, the patient took her usual dosages of medications and did not modify her diet. Due to the symptoms, the patient went to an emergency room (ER). The ER tested the patient's blood glucose with an unknown device. She could not recall what blood glucose reading the ER obtained. However, the patient claimed that the ER treated the patient with insulin (unknown type). The alleged "error 5" issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury and received insulin treatment from an ER after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.